Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the vertek arm was damaged. The site used a backup vertek arm to proceed with the surgery. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the procedure was a sacroiliac and thoracolumbar procedure.

Manufacturer narrative:
The vertek arm was returned for analysis. Functional testing found that the device was physically damage. If information is provided in the future, a supplemental report will be issued.